Event description:
It was reported that bilateral suture placement in the heavily calcified right common femoral artery and left common femoral arteries (rcfa and lcfa) was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, three (2 proglide, 1 prostyle) devices had a cuff miss [suture retrieval issue] in the rcfa. The sutures of two new prostyle devices were pre-placed. Additionally, in the lcfa, the first prostyle device had a cuff miss [suture retrieval issue] during placement. The sutures of one new prostyle and 1 new proglide devices were pre-placed. The sheath at both access sites were upsized to an 11f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures on the rcfa. On the lcfa, the first pre-placed suture was advanced and tightened as intended. However, during knot advancement with the suture trimmer, the physician inadvertently pulled the wrong suture limb and the knot locked and failed to advance. It is unknown if the prostyle or proglide device failed to advance the knot. A new proglide device was then used to achieve hemostasis in the lcfa. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide/prostyle closure devices referenced in b5 are filed under separate medwatch report numbers.na.